Manufacturer narrative:
Device is combination product.

Event description:
It was reported a dissection occurred. A coronary angioplasty was being performed. The lesion was located in the left anterior descending (lad) artery. Following deployment of the 2.75 x 38mm promus element drug-eluting stent, a dissection was noted at the proximal edge of the stent. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.